Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer reported that she was found on the floor in seizure. The customer reported that they gave insulin without checking the blood glucose value. The customer's blood glucose was 22 mg/dl at the time of incident. The customer stated that she was given fluids to treat the blood glucose. The customer stated that she was wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.